Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving baclofen (500 mcg/ml) at a dose of 129.96 mcg/day via an implantable pump for an unknown indication for use. The patient's medical history was not included. The patient's concomitant medications were not included. On (B)(6) 2016, the patient heard a critical alarm (also referred to as an error) during a bolus activation request. The pump was interrogated with a n'vision programmer. The following error codes were identified; reset occurred on (B)(6) 2016 at 16:51, reset occurred - low battery on (B)(6) 2016 at 16:51 and pump in safe state on (B)(6)2016 at 16:51. It was stated, "once the pump read with n'vision, it shows the message "bomba en estado de seguridad", the mode was "simple continuous" but with no dose". The "annotation show[ed] an initialization message because of low-battery, but the predicted elective replacement indicator (eri) was 24 months". The pump was reprogrammed. The pump would be replaced on (B)(6) 2016. There were no patient symptoms reported.

Manufacturer narrative:
Analysis of the pump (sn; (B)(4)) found the pump battery had high resistance.

Event description:
On (B)(6) 2016, additional information was received from a foreign manufacturer representative (rep). The rep reported the sn (B)(4) was reported in error. The complaint was against the pump sn (B)(4).

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.